Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. Cts called and spoke with contact to try and see how the high bg was addressed for altitude alarm. Contact just said ¿I dont need any tech support¿ and hung-up call. Cts will leave case open for second follow up attempt. After removing the obstruction from the speaker holes, the alarm cleared.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.